Event description:
The customer reported that the system would not save cine runs. The field engineer noted that only one cine run was not saved. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.